Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failureadditional text: drive line infectionspecific component(s) involved: driveline malfunctionadditional text: driveline revisionother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of drivelineother intervention :implant device type: lvadmalfunction device type: